Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroidectomy surgery, after intubating with this product and connecting it to the nim, an electrode check was performed, which showed for vocalis 1. Attempts to adjust the tube position and reconnect the cable did not resolve the issue, and it was determined to be a malfunction. There was no patient injury.

Manufacturer narrative:
H3: product analysis found that, only a size 7 trivantage tube was returned in a (double) resealable bag. There were traces of conta mination observed on the cuff. There was also a white tape wrapped around the tube near the clamp shell, and there were pieces of hair stuck on the tape. There was no damage noted in the construction of the device. However, there were traces of voids observed in all 4 silver trace pads. Electrically, the resistance from end to end shall be less than 200 ohms and the actual measurements were 49.1 ohm (blue), 64.7 ohms (blue with white stripe), 31.8 ohms (red), and 20.1 ohm (red with white stripe) which all electrodes were in specification. Functionally, the device was connected to a nim system while the trace pads were submerged in a saline solution for functional test. The device immediately passed the electrode check upon connection to the nim and there was no excess noise recorded during the functional test. All 4 silver traces were manipulated and bent to the 90° position, and no issues were found. There was no reading issue observed during the analysis of the returned device. The complaint was not confirmed, no out of specification condition was observed. H6: the previously applied fdm b17, fdr c20 and fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.